Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. As a result, the device was explanted and replaced. No additional information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested. Visual inspection showed that the pump tubing was worn down to the filament, and the pump did not meet activation test requirements. No leaks were identified. The cylinders were visually inspected and leak tested. The first cylinder had a hole in the outer tube due to kink resistant tubing (krt) wear in the middle of the cylinder, and no leaks were identified. The second cylinder had a hole in the middle of the cylinder caused by a sharp instrument, and therefore leak testing was not performed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and the analysis results, the pump not meeting activation test requirements could have caused or contributed to the reported clinical observation of cylinder inflation issue.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. As a result, the device was explanted and replaced. No additional information was reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. As a result, the device was explanted and replaced. No additional information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.